Manufacturer narrative:
(B)(4). Concomitant products: unknown, unknown comprehensive reverse humeral tray, unknown; unknown, unknown comprehensive reverse humeral bearing, unknown; unknown, unknown comprehensive reverse glenosphere, unknown; unknown, unknown comprehensive reverse taper, unknown; unknown, unknown comprehensive reverse glenoid baseplate, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01714, 0001825034 - 2018 - 01715, 0001825034 - 2018 - 01716, 0001825034 - 2018 - 01717, 0001825034 - 2018 - 01718. Product location unknown.

Event description:
It was reported that the patient continues to experience excruciating pain and loss of function three months after surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Pn 180502 screw ln 696450, pn 180501 screw ln 609520, unknown baseplate. Unknown taper. Pn 115310 comp rvrs shldr glns ln 081870. Pn 115370 comp rvs tray ln 287370. Pn xl-115363 arcom xl 44-36 std hmrl brng ln 828610. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.